Manufacturer narrative:
The reported event of dislodgment was not confirmed by analysis. Damage was consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion at 35.0 to 35.5 cm from the connector pin breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16961. Related manufacturer reference number: 2017865-2019-16962. It was reported that during follow-up in clinic the right atrial lead was discovered to be dislodged under fluoroscopy. Lead revision procedure was performed on (B)(6) 2019, during lead revision the helix would not extend so the lead was explanted and replaced. During the procedure it was noted that the right ventricular lead became dislodged due to movements, it also began exhibiting no capture. Physician attempted to unplug the right ventricular lead from the pacemaker and lead could not be removed from header. Physician decided to explant the rv lead as well with the pacemaker and replaced with new rv lead and new pacemaker. Patient condition was stable.